Manufacturer narrative:
Device evaluated by MFR updated. Initial reporter sent to FDA corrected from ni to yes. User facility medwatch number: (B)(4). Device evaluated by MFR: visual examination noted proximal stent strut damage, as a number of struts appeared to be bunched at the proximal edge of the stent following an examination of the profile of the stent. Further analysis found a shaft hypotube break located approximately 50mm distal from the strain relief. Consequently, the device was received in two sections. There was also minor kinking at various intervals along the remainder of the shaft. No further damage was noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case MDR ID: 2134265-2013-00436. It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 95% stenosed target lesion being treated was located in the moderately tortuous and severely calcified saphenous vein graft (svg) to the obtuse marginal (om) artery. The lesion was predilated with a 2.00 x 12 mm apex balloon catheter to 12 atmospheres. A 2.50 x 16 mm promus element plus stent delivery system (sds) was then advanced but could not cross the lesion, the sds was ready to be removed when it was noted that the proximal end of the stent was flared. The sds, guide catheter and non-bsc guide wire were all removed. A non-bsc guide catheter was then advanced and able to regain access to the om via the native left main coronary artery, the same non-bsc guide wire was then advanced to the om. The same 2.00 x 12 mm apex balloon catheter was then advanced but could not cross the lesion. A 1.20 x 12 mm non-bsc balloon catheter was then advanced and was also unable to cross the lesion. A 1.50 x 12 mm apex push balloon catheter was then advanced and was able to cross half of the lesion. The 1.50 x 12 mm apex push balloon was inflated. A 1.20 x mm non-bsc balloon was then advanced to the lesion and at this time the patient coded. All of the devices were removed from the patient and chest compressions and balloon pump were used to stabilize the patient, however the patient expired. In the opinion of the physician, the patient's small marginal branch was supporting the heart and when intervention of the branch was unsuccessful the patient could not recover. It is the opinion of the physician that the bsc devices were not related to the patient death.

Event description:
Same case MDR ID: 2134265-2013-00436. It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 95% stenosed target lesion being treated was located in the moderately tortuous and severely calcified saphenous vein graft (svg) to the obtuse marginal (om) artery. The lesion was predilated with a 2.00x12mm apex balloon catheter to 12 atmospheres. A 2.50x16mm promus element plus stent delivery system (sds) was then advanced but could not cross the lesion, the sds was ready to be removed when it was noted that the proximal end of the stent was flared. The sds, guide catheter and non-bsc guide wire were all removed. A non-bsc guide catheter was then advanced and able to regain access to the om via the native left main coronary artery, the same non-bsc guide wire was then advanced to the om. The same 2.00x12mm apex balloon catheter was then advanced but could not cross the lesion. A 1.20x12mm non-bsc balloon catheter was then advanced and was also unable to cross the lesion. A 1.50x12mm apex push balloon catheter was then advanced and was able to cross half of the lesion. The 1.50x12mm apex push balloon was inflated. A 1.20xmm non-bsc balloon was then advanced to the lesion and at this time the patient coded. All of the devices were removed from the patient and chest compressions and balloon pump were used to stabilize the patient, however the patient expired. In the opinion of the physician, the patient's small marginal branch was supporting the heart and when intervention of the branch was unsuccessful the patient could not recover. It is the opinion of the physician that the bsc devices were not related to the patient death.